Manufacturer narrative:
The results of the investigation are as follows: visual examination of the returned product identified the device exhibits signs of repeated use (nicked/gouged) and the device is fractured into two pieces. Review of the device history records identified no deviations or anomalies during manufacturing. The device has potential field age of over 5 years and exhibits signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will be returned to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. .

Event description:
It was reported that there was a broken impactor.